Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to duplicate the customer's reported issue. All testing was performed using a good known test circuit and test lung. The ventilator passed an extended 40 hour run in test with the customer's settings without any unusual alarms or conditions. The ventilator also passed the ltv final test which includes many ventilation and alarm functions. Internal inspection did not reveal any abnormalities with the ventilator.

Event description:
It was reported to carefusion that while using the laptop ventilator 1100, the tidal volume was fluctuating. There was no patient involvement associated with this complaint.